Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter. A small bead of a clear liquid was observed on the catheter shaft, near the 10cm depth marking. No details of the leak site could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) during routine intravenous infusion, the patient reported swelling in their arm and leakage at the puncture site. Upon removal of the catheter, a rupture was discovered 10 cm from the insertion point. Subsequently, a new catheter was inserted to meet the patient's treatment requirements. Catheter was secured in a u-shape. Fluid leak occurred during routine maintenance, no medication infusing. No treatment was provided other than catheter replacement.